Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It has been reported per field service report: symptom - the battery run time message came on 10 minutes after on battery while on pt. No harm to pt. Findings/action taken: confirmed, replaced battery. Charge voltage ok. No s volt alarm during preventative maintenance. Replaced power supply.